Event description:
The customer reported via phone call that they received a button error alarm during normal use. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised the insulin pump needed to be replaced. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.